Event description:
It was reported that vessel perforation and chest pain occurred. The 100% stenosed target lesion was located in the severely calcified proximal right coronary artery(rca). Predilatation was performed with a 2.0 unspecified balloon catheter and then a intravascular ultrasound (ivus) was performed. As a result of the ivus, another dilatation was performed using a 2.5 unspecified balloon catheter. A 2.50x38mm promus element¿ stent was deployed in the distal lesion at 11 atmospheres (atms) and was dilated with a 2.5mm unspecified balloon catheter at 18atms. A 2.5x28mm promus element¿ stent was subsequently deployed at 18 atms in the proximal lesion. However, the patient felt discomfort in the chest and a decrease in blood pressure was noted. Angiography revealed that coronary artery perforation occurred where the 2nd promus element¿ was deployed. Bleeding was stopped using a stent balloon at 4 atms. Heparin was reversed. The left femoral artery was punctured with 7fr and then mach1 7fr vl3.5 guide catheter was advanced. A 2.8x16mm non bsc stent was deployed at 15 atms and the bleeding was successfully stopped. The patient's condition post procedure was good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).